Event description:
During a pci procedure the balloon of the viva catheter ruptured at 12 atms on the second inflation. The number of atms reached on the initial inflation is unknown. The lesion being treated in the distal right coronary artery (rca) a 7f terumo introducer sheath. , a tgv guidewire, a 7f britetip guide catheter, a sprinter balloon catheter, a seen man inflation device and a cypher stent were also used in the procedure. The procedure was successfully completed with another device. No patient injuries or complications were reported, patiet status is reported as "good".